Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 3 of 4 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The patient stated she disconnected and turned the hc off. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore, device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 3 of 4. The patient stated she disconnected and turned the hc off. Gts explained that the error indicated a large amount of air had entered into the disposable set and had the patient turn the hc back on to remove the cassette. Product surveillance (ps) contacted the patient who explained that she was able to continue therapy after starting over with new supplies, and no other issues were found. The patient verified the sample was discarded and wasn't able to provide any further information. No injury or medical intervention was reported.